Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2017, UDI#: (B)(4), implanted: (B)(6) 2015, product type : catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2021, it was reported that the patient's pump stopped working or the catheter stopped working because a dye study was performed and nothing came out. According to the consumer, the healthcare provider believed that there was a blockage in the catheter or the pump as there was no medication going through the pump. The pump was scheduled to be replaced on (B)(6) 2021. It was noted that the patient was having pain and they are taking oral oxycodone 6 times a day every 4 hours. According to the healthcare provider, this issue had been happening since (B)(6) 2020.